Event description:
It was reported that during an unknown procedure, there was a report of bad form of the clips; clips crossed compromising hemostasis. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)